Event description:
It was reported that; the patient felt a pain in the lumbar spine. Doctor found screws has broken. The doctor has removed the broken screws, and patient continue to follow-up treatment in rehabilitation department.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment; result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device is not available for evaluation. Conclusion: the definitive root cause of the event cannot be determined as device is not evaluation and additional information on patient and patient activity could not be retrieved.

Event description:
It was reported that; the patient felt a pain in the lumbar spine. Doctor found screws has broken. The doctor has removed the broken screws, and patient continue to follow-up treatment in rehabilitation department.